Manufacturer narrative:
(B)(4). This is a report of a use error, where improper connection resulted in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection of the heater line and the heater bag. This was noted during dwell one of five of peritoneal dialysis. The patient stated that they had not connected the two correctly. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.